Manufacturer narrative:
The returned device was evaluated and a tear was found on the unexposed portion of the soft cannula. This resulted in a leakage that damaged the internal components of the device. Upon investigation, corrosion was found on the pcb and bottom battery of the device. The downloaded data generated an alarm, indicating the step sensor was asserted before the wire was driven. This alarm is a result of fluid causing a short between electrical components of the device and this alarm was alerted to the user. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 300 mg/dl while wearing the pod between 36 and 48 hours (arm). An occlusion alarm occurred; a bolus had finished about 20 minutes before the alarm.